Event description:
It was reported the sheath "broke at the right side of the hub of sheath introducer, apart from the catheter". The insertion site was the upper arm. The sheath was removed in its entirety, nothing was left behind. No patient harm or injury occurred.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided three photos for analysis. The complaint of a peel-away tab breaking off was confirmed through complaint investigation. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check peel-away sheath placement by holding sheath in place, twisting dilator hub counterclockwise to release dilator hub from sheath hub , withdraw guidewire and dilator sufficiently to allow blood flow". The report of a peel-away sheath tabs breaking off was confirmed through complaint investigation of the customer supplied photos. Visual analysis revealed that one tab was broken off from the extrusion. Confirmation from manufacturing revealed that this defect needs to be further investigated by the manufacturing facility. Therefore, manufacturing likely caused or contributed to this issue. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the sheath "broke at the right side of the hub of sheath introducer, apart from the catheter". The insertion site was the upper arm. The sheath was removed in its entirety, nothing was left behind. No patient harm or injury occurred.